Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead, the patient experienced extracardiac muscle stimulation, awaken during the night due to diaphragm stimulation during lv sensing measurement. No actions taken, patient to be monitored and re checked during device interrogation visits. Additional information received indicated subsequently, lv lead settings were re-programmed. The lv lead and ICD remain in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient experienced diaphragm stimulation again. Follow up check was performed and the diaphragm stimulation could not be triggered. Troubleshooting revealed that at the noted time of the diaphragm stimulation there is no lv sensing measurement; so it is unclear what happened. No relation to the lv lead and/or programming. Outcome of event indicated as resolved due to patient reported the (contact with subject - diaphragm stimulation is not repeated in last days. The lv lead and ICD remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.